Event description:
Customer reported experiencing intermittent, on-going high blood glucose levels specific blood glucose levels displayed as "high." Cause was not known. To address the issue, the customer changed the infusion set and cartridge, and administered a corrective bolus via the pump. Recommendation was made to consult a healthcare provider in regards to diabetes management.